Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a faulty switch was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported that the evis exera iii video system center power switch is broken and the greenlight turns on when pressed. The event occurred during preparation for use, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, a faulty switch was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken/faulty (power) switch could not be identified. However, it¿s likely the cause is related to an operating force applied to the power switch and the number of times the switch was pressed, which exceeded the original assumption. Olympus will continue to monitor field performance for this device.